Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found all the pipette tips were loose in the tip clamps. In the reported problem area of the pipette assembly. All tip clamps were replaced. The instrument was inspected, tested without further problem, and returned to service.